Event description:
Related manufacturer report numbers: 3005334138-2021-00244, 3008452825-2021-00222, 3005334138-2021-00245. After a ventricular tachycardia, a pericardial effusion occurred. The procedure was completed successfully, and the patient remained stable throughout the procedure. After the procedure, while in recovery, an echocardiography revealed a pericardial effusion and the pericardium was drained. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.